Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. Functional testing found that the device leaked from the tank cover and the drain fitting. The leaks were occurring because there were cracks in the corners of the tank cover. The drain fitting and tube were also damaged. These damages were attributed to the end user. A user interface issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level one (1) hotline low flow system (hl-90) had was leaking. No patient injury or complications were reported in relation to this event.